Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air detector was not working. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that the air detector was not working. This device has not been in for service in the review period. The reported problem, "air detector is not working", was verified by functional testing. The cause was the air detector was inoperable. Replaced the air detector to correct the issue. The device passed all functional tests after the repair.